Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing an unknown drug via an implantable pump. It was reported that the company representative (rep) got a call from the healthcare provider (hcp) yesterday about a motor stall and recovery in logs but the patient denied having magnetic resonance imaging at that time. The patient did not have any symptoms. The patient was coming back into the office today. There was no determined cause of the motor stalls. The rep gave the number of technical services to the hcp to call if needed. The rep was not given further information. The pump, as of now, would not be replaced.